Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Distributor in (B)(6) contacted us that their customers have problems with phaseal optima system. The issue occurs during infusion administration. Once they use infusion adapter component within the set the infusion is not completed. Most of the time they observe that infusion stops running with cca 100mls residual in the bottle while there is air in the chamber/tubings, infusion pump is alarming and they have to disconnect and flush the system to complete infusion. This issue applies to gravity infusions but also infusions run by infusion pumps (ventilation closed).

Event description:
Distributor in (B)(6) contacted us that their customers have problems with phaseal optima system. The issue occurs during infusion administration. Once they use infusion adapter component within the set the infusion is not completed. Most of the time they observe that infusion stops running with cca 100mls residual in the bottle while there is air in the chamber/tubings, infusion pump is alarming and they have to disconnect and flush the system to complete infusion. This issue applies to gravity infusions but also infusions run by infusion pumps (ventilation closed). On 28may2024: please reach out to the customer and verify if the IV line is vented or non-vented ? If vented, is it properly closed? Is the tubing set a bd device ? If so, what is the material information? Per customer response: the customers use the vented IV line. The IV line is closed during the administration of cytostatics. The IV lines are from different manufactures. IV lines have a drip chamber with a collar for attachment to an optical drop sensor, a 15 um infusion filter, a hydrophobic bacterial filter in the aeration channel of the piercing mandrel, a flow regulator (pressure with a wheel), transparent pvc tubing 3.0 4.1 mm and connecting cone positive male luer lock. The problem arises at the end of the administration of the cytostatic, when the flow stops and cca 30 percent of the volume of the drug remains in the bottle and the tube contains air bubbles. The mentioned problem is reported by different hospitals with the same complication specification.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos and one video was provided to our quality team for investigation. Through visual inspection of the photos, there is evidence of fluid in the drip chamber indicating flow was occurring. When reviewing the video, a few drops of fluid are observed but it is not clear if the flow is constant. There was no visible damage or other defect identified within the photos or video that could indicate any issue with the product. Without the physical sample we cannot definitively identify if there was any kind of reduction or obstruction of flow. A device history review was performed for suspected lots 2307508, 2309503, 2312503, 2403504, and 2403507, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of each suspected lot were used for additional evaluation, liquid was able to move through the infusion adapter without issue, the product functioned as intended and no flow issues were observed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. No issues were found during these inspections related to restricted flow. Based on the available information and our quality team's investigation, we are not able to identify a definitive root cause at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.